Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that a cartridge scratched an intraocular lens (iol). The representative also indicated that the tip of the cartridge appeared smashed. There was no patient harm or injury that occurred and the procedure was completed with a new cartridge and iol. Additional information has been requested.

Manufacturer narrative:
Product evaluation: one cartridge was returned tape in the opened pouch. The pouch is labeled "defective" cartridge. No viscoelastic is in the device. The cartridge has no evidence it was placed into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was not returned or identified. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. A handpiece was indicated. The reported ¿scratched lens¿ could not be verified. The lens was not returned with the cartridge. The cartridge labeled "defective" had no appreciable viscoelastic observed. There was no evidence of placement into the indicated handpiece. If a lens was delivered with the indicated cartridge, the root cause for the reported lens damage appears to be related to a failure to follow the dfu. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The cartridge did not appear to be properly seated in a handpiece per the dfu. This may have caused the lens to advance incorrectly in the cartridge. Top coat dye stain testing was conducted with acceptable results. The tip of the cartridge was bent. This damage appears to have occurred due to the product being transferred unsecured. Procedures and processes exist within the manufacturing environment that focus on protection of the cartridge tip. All cartridges are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. The manufacturer internal reference number is: (B)(4).